Event description:
Thermistor damaged or out of spec; reportedly, blood temperature measurement value was lower than actual temperature. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. No visible inconsistencies were observed on eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance ii monitors. All through lumens were patent without leakage. Balloon inflated clear, concentric and remained inflated for more than 5 minutes. No visible damage to catheter body.